Event description:
It was reported that there was a pericardial effusion. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 24mm watchman flx laa closure device & delivery system (wds) were selected to be used. Preprocedural transesophageal echocardiogram imaging showed that the patient had a pre-existing pericardial effusion. The procedure was continued, and successfully completed with a closure device implanted in the laa of the patient. There were no complications that were reported to have occurred during the procedure. Post procedure imaging showed that the baseline effusion remained the same size. While the patient was in the recovery unit, they became hypotensive. Transthoracic echocardiogram imaging showed that the pericardial effusion had grown in size. The physician performed a pericardial tap and drained around 500ml of fluid from the pericardial space of the patient. Following this intervention, the patient was no longer hypotensive and doing well. There were no other complications or consequences, and the patient is expected to make a full recovery from these events.